Event description:
The manufacturer received information alleging a service required alarm. There was no harm or injury reported. During the evaluation of the device onsite, the device failed a flow verification test step during testing. It was determined that the device's flow sensor needs to be replaced to address the issue.